Event description:
Information received by medtronic indicated that the insulin pump had crack along side battery compartment. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). The pump was returned for a critical pump error (open book image) alarm found on (B)(6) 2021. Insulin pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the force sensor. Successfully utilized crest and thus to download history files, traces and comlink3 files. Pump error 35 alarm confirmed in pump history/trace download on (B)(6) 2020 at 22:46:56 o'clock due to moisture damage on the force sensor. Force sensor zero offset within specification (21.9mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: faded serial number label, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. Critical pump error (open book image) alarm confirmed due to moisture damage. Pump error 35 alarm confirmed due to moisture damage. Cosmetic damage was confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.